Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, the patient experienced indications for new cardiomyopathy and in-stent restenosis occurred. The patient presented due to unstable angina and non-st elevation myocardial infarction. The first intervention of a staged procedure addressed the 90% stenosed and 10mm long target lesion, located in the 1st obtuse marginal (1st om) branch with a reference vessel diameter of 2.5mm. The first target lesion was treated with pre-dilation and placement of a 2.75x20mm taxus liberte stent, resulting in 10% residual stenosis following post-dilation. The patient was discharged the following day on aspirin and prasugrel. Five days later, the patient returned to complete the staged procedure. The second 90% stenosed and 5mm long target lesion was located in the proximal right coronary artery (rca) with a reference vessel diameter of 3mm. The second target lesion was treated with pre-dilation and placement of a 3.0x12mm taxus liberte stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged the following day on aspirin and prasugrel. (B)(6) 2011 - the patient presented with indications for new cardiomyopathy. Coronary angiography revealed 90-95% in-stent restenosis of the previously placed 3.0x12mm taxus liberte stent in the rca. The patient was referred for percutaneous coronary intervention and discharged the following day on aspirin and prasugrel.